Event description:
Received a newspaper article regarding a fire that occurred in an apartment building where a pride jazzy was located.

Manufacturer narrative:
The scene was investigated. There was lack of evidence from the scene and no findings were shown that the device was the cause of this event.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Received a newspaper article regarding a fire that occurred in an apartment building where a pride jazzy was located.